Event description:
It was reported that the ventricle lead exhibited high impedance and high capture thresholds. Fluoroscopy revealed the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.